Event description:
It was reported that during a da vinci-assisted gastric bypass (roux-en-y) surgical procedure, repeated recoverable faults occurred. The site was able to recover and complete the procedure but wanted to know the cause of the errors. An intuitive surgical, inc. (Isi) technical support engineer (tse) viewed the system event logs and found the following error codes: 23068, 32098, and 23087 confirming repeated recoverable faults on the universal surgical manipulator (usm) 3. The tse noted that the site disabled usm 3 and continued with the case. The procedure was completed with no reports of patient harm, adverse outcome, or injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the universal surgical manipulator (usm) 3 in accordance with isi procedures and the issue was resolved. The system was tested and verified as ready for use. Isi received the usm associated with this complaint and completed the device evaluation. Failure analysis investigation confirmed and replicated the customer reported complaint. The unit was tested on an in-house system and passed normal mode. The failure was confirmed via remote fe. The unit was also tested on a patient side cart (psc) fixture test platform and passed the lissajous, sine cycle, carriage sensor check, carriage friction and carriage strength tests. The carriage was opened; green haze and residue was found on the axis 6 rotor mirror. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.